Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6005678 have already been tested for visual inspection and for flow, additionally were tested for leak in the database 2145636 on 10/may/2025. All test results were within specifications as per the test report database 2145636 test report. Device history record (DHR) review: the lot 6005678 was manufactured according to the work instruction (wi) version 78 manufactured in the machine multivac 12, on 18/feb/2024, with a total of (B)(4) units glue-tubing lot: the lot 4b01351 was manufactured according to the wi version 27 manufactured in the line/machine qs sc1, on 27/feb/2024, with a total of (B)(4) units. The lot 4b01352 was manufactured according to the wi version 27 manufactured in the line/machine qs sc1, on 28/feb/2024, , with a total of (B)(4) units. The lot 4b04782 was manufactured according to the wi version 27 manufactured in the line/machine qs sc1, on 22/feb/2024, with a total of (B)(4) units. The lot 4c00002 was manufactured according to the wi version 27 manufactured in the line/machine qs sc1, on 29/feb/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 17-jun-2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors and lot 6006114 and no more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to leak in tubing connectors, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2025, the patient experienced an issue with their infusion set. Specifically, a leak was detected at the quick release of the infusion set. This incident occurred immediately after the infusion set was inserted. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.